Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) one day post implant. The lead was found to have dislodged. Surgical intervention was undertaken two days post implant. The lead was successfully repositioned and the patient was discharged. No additional adverse patient effects were reported. This device remains in service.